Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the rep that the hp052 connector came apart. It was noticed prior to using it in a case. Another device was used to complete the case. There was no consequence to the pt.